Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The pump was able to be charged with an alternate power source. The customer¿s blood glucose ranged between 130-140(mg/dl). The customer continued to use the pump for insulin therapy.